Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Test strip (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. Nurse at (B)(6) facility is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 406, 519 and 413 mg/dl. The customer's expected fasting blood glucose test result range is 126 - 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; nurse stated she is busy and does not have time to do a back to back or control test over the phone. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/17/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Nurse (joyce) states she compared the results to another meter that she uses in the facility and her results were 100 points higher on customer's true track meter.